Event description:
It was reported that an ilet bionic pancreas displayed persistent alert 64 indicating a haptic system error, which was verified in device history and recurred despite multiple restarts; the user was instructed to restart, educated on backup therapy, and the device was replaced with return instructions provided. Symptoms included no adverse physiological effects. Outcomes included temporary interruption of pump therapy with continued cgm use and a replacement device dispatched. Investigation included review of device history and user troubleshooting with restart attempts and shutdown guidance. Investigation of this device revealed a malfunction of the haptic feedback component that did not resolve with a software restart, consistent with a device hardware issue requiring replacement. It was concluded that the cause was a device component failure of the haptic system, necessitating device replacement. The device was scrapped due to product discontinuation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.